Manufacturer narrative:
The device was received for evaluation containing 2100mg foscernet-sodium-hexahydrate diluted in 175ml 0.9% sodium chloride (nacl). During visual examination, the device was observed with a broken luer lock. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6), 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port of a large volume intermate ¿crumbled¿, further described as "connection port disintegrates in very small parts." This was observed before patient use. There was no patient involvement. No additional information is available.